Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and was able to reproduce the reported issue. The fse found that the iabp fill port not fully twisted on to male fitting. The fse performed the repair. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) was alarming air leak malfunction. There was no patient harm and no adverse event was reported.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) was alarming "air leak" malfunction. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
It was later clarified with a getinge field service engineer (fse) that during his evaluation, the batteries of the cs300 failed the battery run time test. To address the failure, the stm replaced the batteries. The iabp unit was cleared for clinical use.